Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during patient follow-up, a lateral x-ray shows that the cage has migrated. Procedure performed was transforaminal lumbar interbody fusion. Patient is asymptomatic at this time and will return in a month for another follow up visit. Additional information received stating patient had a recent scan and remains asymptomatic. No further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review states, the provided images are lateral x-ray of l3-s1 interbody fusion. Interbody graft at c3-c4 migrated posteriorly. Intra-op fluoroscopic image, interbody graft at l3-l4 appears positioned entirely with in interbody space. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.